Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
The consumer reported experiencing pain at the implantable neurostimulator (ins) pocket. At the time of the report, the issue was not resolved and the patient was alive with no injury. I was noted that the patient plans to move the ins; surgical intervention was scheduled for (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain. Follow-up is not required at this time and there is no further information related to this event. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.